Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported loss of therapeutic benefit; stating that they have noticed that the stimulation is not working right. Caller stated that one day the stimulation turned itself off and they didn't realize it because they were in pain all day but they never thought to look to see if it was on. Caller noted that they normally charge the implant each evening and it is normally down to 60-50% when they start charging it. However now when they sit down to charge at night it is still pretty high; between 100-70%. Caller also noted that it is not hitting the right spot anymore. Caller stated they tried changing groups and it is the same result. The patient requested reprogramming. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent provided website in case patient needed it as they have not called managing hcp in a few years.